Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use states that a vessel perforation or vessel spasm are potential adverse events that may occur and/or require intervention. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Orbital atherectomy (oa) treatment was performed to the ostial-to-mid left anterior descending artery, which was heavily calcified and 90% stenosed. During the procedure a vessel spasm occurred and pharmacological therapy was administered, however the spasm did not completely resolve. During an oa treatment on high speed a small perforation was identified and balloon inflations were performed for five minutes to seal the perforation. A stent placement was performed with excellent results and the patient remained hemodynamically stable throughout the procedure. Per the physician, the vessel spasm was likely due to the patient's advanced age. And the perforation event was likely exacerbated by the vessel spasm.